Event description:
It was reported that the device was removed due to rejection and infection. The patient has a history of the same issues with previous devices. The device was re-sterilized and re-implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.